Event description:
Through review of medical article "evaluating the sapien xt valve in native right ventricular outflow tracts after tetralogy of fallot repair: mid- and long-term results", corresponding author ibrahim halil demir, the following event was identified as pertaining to an edwards device: all participants in the study had a diagnosis of tetralogy of fallot (tof) and had previously undergone surgical repair with a transannular patch. One (1) patient received an unknown sapien xt valve in pulmonic position. The patient who underwent a second percutaneous pulmonary valve implantation (ppvi) during the 6th year of follow-up, moderate pr was detected starting from the 3rd-year post-procedure. The patient remained asymptomatic until the 5th-year post-procedure but developed symptoms, thereafter, leading to the decision for a second ppvi at 69 months.

Manufacturer narrative:
Article reference: odemis, e., celikyurt, a., kizilkaya, m. H., & demir, I. H. (2026). Evaluating the sapien xt valve in native right ventricular outflow tracts after tetralogy of fallot repair: mid- and long-term results. Pediatric cardiology, 47(1), 362-374. Https://doi.org/10.1007/s00246-025-03776-x. Investigation is ongoing.